Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatement of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the pt's limb had thrombosed the day after they were released. Despite being symptomatic, the pt did not return to the physician until 6 weeks post-op. The physician was not sure if the limb thrombosis was due to outflow issues or the compression in the distal neck. The physician plans to do a femoral-femoral bypass. No add'l sequelae were reported.